Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen became cracked. Although multiple attempts were made by tandem customer technical support to retrieve the customer information and further details of the event, no reply was received.